Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mx12, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0mx12, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had a gradual return of symptoms. The patient did feel stimulation. There was a fall that could be related to the issue. The patient would turn stimulation up and stimulation used to be painful. Now the patient could turn stimulation up very high and not feel anything,and this started after a fall in (B)(6) 2015. The patient was going 30 to 50 times without the implantable neurostimulator (ins). Once the stimulation was working, the patient was barely going to the bathroom. The patient noticed it increase to 20 times to go to the bathroom. The patient's symptoms were returning and the patient was getting pain without a bladder infection. The patient was getting bladder infections before having the ins. The ins should be helping the patient void completely and over 300 ccs was in their bladder and they were still getting bladder infections. The patient saw a new health care provider (hcp) and they prescribed a prescription to help with voiding. The steps taken to resolve the loss of therapeutic effect was that the device was reprogramed to run on electrodes 1 and 4, since it was determined that electrodes 2 and 3 were frayed. The patient had another appointment scheduled with the hcp when a manufacturer representative would be there on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the troubleshooting performed was plain frontal supine radiograph of the abdomen (kub), an impedance check, and reprogramming around the open circuits. Reprogramming was performed to resolve the loss of therapy and pain on (B)(6) 2015. The patient's implantable neurostimulator (ins) and lead would be explanted on (B)(6) 2015.